Event description:
The customer claims that it does not inform the valve correctly on the pic. No patient injury was reported. Clarification has been requested from the reporter for the meaning of "pic".